Event description:
It was reported that a remote monitoring transmission was received with the right ventricular (rv) lead intrinsic amplitudes out of range. Undersensing and loss of rv capture was seen on presenting electrograms (egms). It was also noted that abnormal lead measurements were present. The patient was brought into the clinic and it was confirmed that the lead was not sensing intrinsic beats and the pacing thresholds had increased. An x-ray was done which showed that the lead had dislodged. The device therapies were turned off and attempts were made to reposition the lead, however the stylet could not be advanced more than half way down the lead thus there was no enough support at the tip to reposition the lead. A decision was made to explant this lead. Should the lead be returned this investigation will be updated. No additional adverse patient effects were reported.

Event description:
It was reported that a remote monitoring transmission was received with the right ventricular (rv) lead intrinsic amplitudes out of range. Undersensing and loss of rv capture was seen on presenting electrograms (egms). The patient was brought into the clinic and it was confirmed that the lead was not sensing intrinsic beats and the pacing thresholds had increased. An x-ray was done which showed that the lead had dislodged. The device therapies were turned off and attempts were made to reposition the lead, however the stylet could not be advanced more than half way down the lead thus there was no enough support at the tip to reposition the lead. A decision was made to explant this lead. The lead was discarded and will not be returned. No additional adverse patient effects were reported.